Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) and the right ventricular (rv) leads exhibited noise oversensing. The ra and rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.